Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the emergency room on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose levels rose to 22 mmol/l (396 mg/dl) while wearing the pod. The patient attempted to bring down their blood glucose levels by administering several insulin doses however this was unsuccessful. The patient was treated with insulin at the hospital. The patient was released 5 hours later, on the same day. The pod has been discarded.